Event description:
Rn (registered nurse) was setting up new crrt (continuous renal replacement therapy) filter. Once priming was initiated the following message popped up on the cvvh (continuous veno-venous hemofiltration) screen: "this cartridge is not compatible with critical care use". Rn stopped priming mode and removed filter. New filter was used and effective.